Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 310 units of insulin. As the event had occurred in the past, tandem technical support was unable to perform troubleshooting. Recommendation was made to fill the cartridge with 300 units per labeling instructions. The customer's blood glucose level ranged from 110-180 (mg/dl).